Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: based on the evaluation of the returned sample a fracture of the outer sheath could be confirmed. The outer sheath was found elongated in the fracture section which indicated that high release force was present when the sheath fractured during deployment attempt which subsequently led to a partially deployed stent graft. A manufacturing related issue could not be identified. Based on the investigation the reported issue was confirmed. A definite root cause for the reported event could not be determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified.

Event description:
It was reported that during a stent graft placement procedure, the shaft of the device was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is expected to be returned for evaluation. The investigation is currently pending device return. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified.

Event description:
It was reported that during a stent graft placement procedure, the shaft of the device was allegedly broken. There was no reported patient injury.